Manufacturer narrative:
A ge representative evaluated the system and replaced the remote user interface console. The system operates as intended.

Event description:
The customer reported motorized movement is unavailable due to the joystick not working. No pt injury was reported.